Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly, the plunger was deployed and then pulled back but the suture did not take [cuff miss/ suture retrieval issue]. Then it was attempted to put the foot plate down, however, it did not come down (got stuck in anatomy). Surgical intervention was performed to remove the device. The device was ultimately able to be removed. Surgical intervention was also used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.